Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after several hours in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
MFR completed the entire form. Device eval: the suspect device was returned and evaluated. Visual examination revealed the presence of damage to the cuff. A tear 0.87mm length was noted in the wall of the cuff 18.5mm from the distal tip of the tube. During performance testing, the device was noted to leak from the location of the damage. It should be noted that the product did not became deflated until six days after placement. Our quality personnel determined the damage was caused during customer use.